Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing redness, inflammation, and puss discharge had occurred while wearing the pod between 37 and 48 hours on the abdomen. Symptoms began 2 days into usage. The patient was prescribed antibiotics to treat the skin irritation. A new pod was also applied.